Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Test strips are expired. Most likely underlying root cause: mlc-22-client is testing with expired test strips test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. Customer did report symptoms of feeling light headed and dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 08/29/2017 (expired) and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.